Event description:
It was reported that the user experienced a low blood glucose event to 69 mg/dl during mobile app pairing, treated the low with oral glucose per their action plan, and returned to an in-range value of 108 mg/dl after approximately ten minutes; the cause of the hypoglycemia was unclear and no device malfunction was reported. Symptoms included hypoglycemia. Outcomes included resolution of the event without hospitalization or medical intervention beyond oral glucose. Investigation included customer service troubleshooting and education for the mobile app pairing and review of the reported event. Investigation of this case revealed no device performance issue and no component malfunction, with user-reported recovery following standard hypoglycemia treatment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.